Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent ipg replacement procedure. The patient had great coverage postoperatively. The explanted device was disposed.